Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter compared to an unknown laboratory method.  The meter result at 9:54 am was 2.4 inr. The laboratory result at 12:35 pm was 1.9 inr. The therapeutic range is 2.0 to 3.0 inr.  The interval of testing is once a week. The test strip lot number is 62682421. The expiration date is 31-dec-2023.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation and were tested using retention controls. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, and qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  The investigation did not identify a product problem. The cause of the event could not be determined.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Occupation: patient/consumer.

Manufacturer narrative:
In b5 - describe event or problem, the last line should have been: "the test strip lot number is 62682421. The expiration date is 31-jan-2024." Instead of: "the test strip lot number is 62682421. The expiration date is 31-dec-2023."